Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" pt tested within 2 days on inratio with the following six (6) results: 4.9, 3.8, 1.8, 3.4, 4.0, 3.4.

Manufacturer narrative:
Investigation pending.